Event description:
Information received by medtronic indicated that insulin pump had crack on the battery side. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Insulin pump received not stuck in the manufacturing mode. Software 2.8c. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, partially detached retainer, cracked select button keypad overlay and minor scratched lcd window.